Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 2 events were reported for this quarter.   Product return status: 2 devices were received for evaluation. Evaluation status: 2 device evaluations are in progress. 2 devices are not labeled for single-use. 2 devices were not reprocessed and reused.

Event description:
This report summarizes malfunction events in which the device reportedly overheated. 1 event had no patient involvement; no patient impact. 1 event had no information received.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 2 total events were initially reported. 2 previously reported events are included in this follow-up record.   Product return status 2 devices were received.   Event confirmation status 1 reported event was confirmed; the cause traced to component failure. 1 reported event was not confirmed. Evaluation results 1 device was found to be affected by a worn trigger assembly. 1 device had no device problem found.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device reportedly overheated. 1 event had no patient involvement; no patient impact. 1 event had no information received.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device reportedly overheated. 1 event had no patient involvement; no patient impact. 1 event had no information received.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 2 total events were initially reported. 2 previously reported events are included in this follow-up record.   Product return status 1 devices were received. 1 device investigation type has not yet been determined.   Evaluation status not confirmed 1 reported event was not confirmed during testing; however: - 1 device was found to be affected by worn components. In progress 1 device evaluation is in progress.   Additional information 2 devices were not labeled for single-use. 2 devices were not reprocessed and reused.